Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with normal operating current. No unexpected failed battery test noted. Insulin pump passed self test, off no power test. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that they had multiple failed battery and no delivery alarms. Customer stated that they had high blood glucose readings of 420 mg/dl and when attempting to treat they only received 2.7 units instead of the 4 units that were suggested. Customer has treated the high blood glucose readings with a syringe. Troubleshooting for the high blood glucose readings and no delivery alarm was not possible due to the reoccurring failed battery. During troubleshooting for the failed battery, it was noted that the battery compartment was corroded. Customer was advised that the insulin pump will be replaced.